Event description:
A report was received that the patient was experiencing extreme heating at the ipg site during charging. The patient underwent a revision, during which, the physician replaced the ipg as he believed that there was device malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance, electrical, and photographic imaging tests performed. The possibility that electrical leakage could cause heating at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing heating at the pocket site was not duplicated or confirmed. Charging profile shows the device never exceeded its maximum temperature range while charging. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing extreme heating at the ipg site during charging. The patient underwent a revision, during which, the physician replaced the ipg as he believed that there was device malfunction. The patient was doing well following the procedure.